Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) grade 4. One clip was successfully implanted reducing the mr to a grade of 2. It was noted that a secondary mitraclip procedure was performed on (B)(6) 2022 due to the patient's mr increasing to a grade of 4+. It was noted that the previously implanted clip opened from 30 degrees to 70 degrees. An additional clip was implanted and the mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading event of the clip opening while locked. Additionally, mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention (additional mitral valve procedure) and hospitalization are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). This event was further reviewed by a clinical staff engineer r&d, and the reviewer stated that ¿one (1) video of the reported clip was provided which shows a fluoroscopic still image (left), taken post deployment during the original procedure ((B)(6) 2022), next to a fluoroscopic video (right) taken during the follow up procedure ~3.5 months later ((B)(6) 2022). The image and video are both taken from a similar vantage point, providing a relatively consistent view of the clip. In the fluoro image from the original procedure, the clip arm angle appears to be ~20°-30°. In the fluoro video taken during the follow up procedure, the clip arm angle appears to be ~60°-70°. While these are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the clip is opened to a noticeably larger degree in the video taken during the follow up procedure, as compared to the image taken post deployment from the original procedure. ¿